Event description:
Per the surgeon, the patient's device was explanted in 2007 due to unsuccessful insertion of the electrode array into the cochlea during the initial surgery. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.